Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('patient wants removal of left perforated essure device') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and right tube burnt". On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain and vaginal discharge outcome was unknown. The reporter considered fallopian tube perforation, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient wants removal of left perforated essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('patient wants removal of left perforated essure device') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and right tube burnt". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain and vaginal discharge outcome was unknown. The reporter considered fallopian tube perforation, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient wants removal of left perforated essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.